Event description:
The customer received control results of 177 and 175mg/dl on the contour next ez. The meter did not automatically mark them as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. Product was not replaced.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.